Event description:
It was reported following successful placement of this tracheobronchial stent in the subclavian artery, removal of the delivery system met with significant resistance. Continued exertion against resistance resulted in removal of the delivery system. Following removal it was noted the distal tip of the delivery system had detached and remained in the pt. Fluoroscopic examination revealed the detached tip was in the brachial artery. No retrieval was attempted as they are planning to remove the tip during another scheduled procedure. The procedure was successfully completed with this unit and no pt complications resulted from this. This device has not been received for eval. Therefore, no failure analysis is available, as a lot number for the device was not provided, a device history search could not be performed. This device was used in a non-indicated procedure, subclavian artery stent placement, and co's follow up revealed the lesion was extremely tight. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which would impede catheter removal."